Event description:
It was reported that during an unspecified procedure, stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous proximal left anterior descending artery. The 3.00x20mm promus element plus drug-eluting stent was advanced but was unable to cross the lesion. The physician removed the device from the patient and noticed that the proximal edge of the stent had been lifted. The procedure was completed with another with same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found that the stent was damaged at the proximal end. Struts on the two most proximal rows were lifted and bent distally. This type of damage is consistent with the stent meeting resistance upon withdrawal. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during an unspecified procedure, stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and mildly tortuous proximal left anterior descending artery. The 3.00x20mm promus element plus drug-eluting stent was advanced but was unable to cross the lesion. The physician removed the device from the patient and noticed that the proximal edge of the stent had been lifted. The procedure was completed with another with same device. No patient complications were reported and the patient status is good.